Event description:
The recipient reportedly experienced an infection and device extrusion. The recipient's device was explanted. The recipient will be reimplanted after the recipient has healed.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was severed. This is believed to have occurred during revision surgery. The device passed photographic imaging inspection. System lock was verified. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The surgeon confirmed no infection was present. The recipient is healing well. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.